Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the instrument fired partially. The surgeon removed the device and applied another product. The hosp reported that no patient injury had occurred.